Manufacturer narrative:
Patient weight not available on the date of filing. Not available on the date of filing. A medtronic representative went to the site to test the equipment. It was reported that, as the issue was resolved with a reboot the symptom could not be reproduced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The system has been used in cases since without issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure that the system was intermittently showing localizer not connected and not tracking their instruments. Technical services (ts) recommended resetting the system control unit (scu), but the caller was not able to go into the magnetic resonance imaging (MRI) room. The software was rebooted from the rack and the issue resolved for the time being. There was a delay of less than one hour. There was no reported impact on patient outcome.